Event description:
The customer reported "odor/smell" coming from their unit. While servicing the unit, the asp field service engineer (fse) found oil mist coming from the unit. The customer stated that there were no physical complaints reported. The fse repaired the unit.

Manufacturer narrative:
The fse replaced the oil mist filter due to haze in the air. The system met specifications.